Event description:
It was reported that the pump battery was depleting quickly. The pump battery issue led to a shutdown, causing the customer's blood glucose level to exceed 500 mg/dl, though the exact value remained unknown. To address the high blood glucose, the customer administered a correction bolus using the pump. The customer continued to use the pump for insulin therapy.